Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 421 mg/dl. The customer current blood glucose was 166 mg/dl. Customer also reported no delivery alarms. Customer treated for high blood glucose by using the pump and gave herself a basal. Based on customer report customer does not allege pump was under delivering. After performing load reservoir and fill tubing with current set teat the insulin exited at the qr. Customer will call back to perform high pressure test she was unable to perform test at the time of call since she had no other infusion set. The insulin pump will not be returned for analysis.